Event description:
It was reported that during a post implant device interrogation a polarity switch, decrease in impedance, and an increase in thresholds were all noted in the right ventricular (rv) lead. Attempts to obtain further information regarding this event were made, however no further information was obtained. The rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.